Event description:
It was reported that during a cryo ablation procedure, the patient developed slight phrenic nerve palsy (pnp). It was noted that a double stop was performed as the twitching weakened. The compound motor actopn potential (cmap) was decreased seventy percent at the time of double stop, slight upward and downward motion of the diaphragmatic movement was confirmed under fluoroscopy. Gradual recovery of the symptom was observed; complete recovery is unknown. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least seven applications were performed with the catheter on the date of the event with no issues. In conclusion, a clinical event occurred during the procedure. The device was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the phrenic nerve palsy (pnp) had recovered and the hospital stay was not extended.